Event description:
It was reported that during a da vinci s hysterectomy procedure, one of the tips on the medga suturecut needle driver instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Per the information provided, the instrument fragment was retrieved from the patient and the procedure was successfully completed without incident.